Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. During visual evaluation, peeling of balloon material was observed. No kinks were noted to the catheter, no anomalies noted to the y-body/strain relief. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and a pinhole rupture was noted on the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a pinhole rupture was noted on the balloon during inflation. And the investigation is also confirmed for the identified peeled material as peeling of balloon material was observed. A definitive root cause for the alleged balloon rupture and identified peeled material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. During visual evaluation, peeling of balloon material was observed. No kinks were noted to the catheter, no anomalies noted to the y-body/strain relief. During functional evaluation, an in-house presto inflation device was used to inflate the balloon and a pinhole rupture was noted on the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a pinhole rupture was noted on the balloon during inflation. And the investigation is also confirmed for the identified peeled material as peeling of balloon material was observed. A definitive root cause for the alleged balloon rupture and identified peeled material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.